Manufacturer narrative:
(B)(4). Concomitant medical products: comprehensive reverse shoulder humeral bearing, catalog#: xl-115364, lot#: 855080 comprehensive reverse shoulder glenosphere, catalog#: 115316, lot#: 502920 comprehensive reverse shoulder glenosphere mini baseplate w/ taper adapter, catalog#: 010000589 comprehensive shoulder humeral fracture stem, catalog#: 12-113562, lot#: 430310 comprehensive reverse shoulder humeral tray w/ locking ring, catalog#: 115370, lot#: 148930 comprehensive reverse shoulder glenosphere, catalog#: 115310, lot#: 196530 comprehensive reverse fixed locking screw, catalog#: 180552, lot#: 186760 fixed locking screw, catalog#: 180555, lot#: 264120 comprehensive reverse central screw, catalog#: 115397, lot#: 327030 comprehensive reverse steinmann, catalog#: 405800, lot#: 423030 comprehensive reverse drill, catalog#: 405889, lot#: 977480 comprehensive reverse drill, catalog #: 405883, lot#: 328460. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00919 / 00921 / 00922 / 00926 / 00936 / 07338 / 07339 / 07340 / 07342. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent shoulder arthroplasty revision due to infection 5 months post-implantation. The surgeon removed the implants and replaced them with cement spacer molds.